Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 2 of 2 of the same event. It was reported from (B)(6) that during an unspecified procedure, after use on the patient, it was observed that the electric pen drive device had issues connecting to the cable device. There were no delays to the planned surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device having connection issues with the cable device was not duplicated or confirmed. It was determined that the device was connecting to the cable device properly. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the passed the motor/electronic control unit (ecu) showed signs of wear (non-failure; the device passed pre-repair diagnostic assessment). It was determined that this was to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.